Event description:
It was reported the pt lost stimulation and his ipg was unable to establish communication with his external devices. The sjm rep confirmed the issue. It was reported surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.